Event description:
Boston scientific received information that patient with this right ventricular lead was in chronic atrial fibrillation and this lead exhibited undersensing. The lead was then repositioned successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.